Manufacturer narrative:
Evaluation code: manufacturing related.

Event description:
A valiant captivia stent graft was attempted to be implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The aortic neck was 24 mm in diameter proximally and 21 mm distally. There was moderate calcification in the external iliac artery and the common iliac artery. It was reported that during preparation of the device the physician attempted to evacuate the air from within the delivery system; however, the saline solution was unable to flow into the delivery system to where the stent graft was loaded. The graft cover was slightly retracted; however, this did not improve saline flow into the delivery system. The physician decided to use 30/26/150 valiant captivia which was successful in evacuating air without issue. Deployment was from the right retro approach and open laparotomy was performed. The physician commented it was not possible to evacuate the air even though several attempts were made to inject the saline solution which did not flow into the delivery system. The physician considered the lumen was blocked and decided not use the device.

Manufacturer narrative:
(B)(4).

Event description:
The event was confirmed; the delivery system could not be successfully irrigated. The cause of the inability to irrigate was most likely due to the incorrectly sized stent stop on the delivery system. The root cause of the event could not be conclusively determined during analysis; however, was likely due to incorrect assembly.